Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Initial reporter is unknown.

Event description:
It was reported that the voltage for downstream occlusion (dso) was stuck at 2500 millivolts (mv). No patient was involved and no patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found missing tamper seal. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. However, during functional testing it was found that the downstream occlusion sensor was stuck in the manufacturing utility mode and unable to calibrated. The investigation found an inoperable downstream occlusion sensor to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously., corrected data: corrections: catalogue number: 21-2127-0104-01; d4: model number: 2120; h4: mfg. Date. 12-mar-2018.